Event description:
Ous MDR - it was reported that a patient had episodes of ventricular fibrillation with shocks which were presumably caused by the lead position at that time, according to the physician. The lead had a loop in the distal part so that the atrial dipole was located in the right ventricle. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the available x-rays confirmed a loop-shaped lead in the right ventricle as mentioned in the complaint description. Thus the atrial dipole was found dislodged into the right ventricle. This finding can be considered as the root cause of the clinical observations. Subsequent analysis of the device revealed a bend at the distal end of the lead. It is reasonable to assume, that the lead deformed due to constant bending in the implanted state. Further damages most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.